Event description:
It was reported that during a hand-assisted laproscopic nephrectomy, when the surgeon went to put their hand into the lap disc, the upper ring came away from the lower ring at the seam which adjoins the two pieces. There was no patient consequence.